Event description:
It was reported that the device had an electrical reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters due to a write to locked ram, addr=146a, data=8 on (B)(4) 2012 07:17:59. A patient alert for por was triggered on (B)(6) 2012 06:17:59.